Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone17.1. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported seeking medical attention while wearing a pod on the skin for an unknown duration, stating that the reason for seeking care was related to an alleged issue with the pod and sensor, which reportedly caused repeated decreases in blood glucose levels. The patient stated that hospitalization occurred sometime after 15 or 16 march 2026 but before the end of march; however, the patient was unable to recall the exact dates. As a result, 15 march 2026 was used as the reporting occurrence date. The patient reported being hospitalized for approximately three days. Symptoms prior to hospitalization were reported as combative behavior at home followed by loss of consciousness, after which emergency medical services were contacted. The patient reported receiving a diagnosis of hypoglycemia. Treatment for hypoglycemia was reported to have been provided during the three-day hospitalization. Specific blood glucose values, details of additional treatments, and discharge information were unavailable because the patient could not recall this information. The patient reported resumption of pod therapy following the event without further issues. A supplemental report will be provided if additional information regarding the hypoglycemic event becomes available.